Manufacturer narrative:
Additional information h2, h6 and h11: a service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. The facility reported that an infusion of vancomycin and normal saline were involved in the event. It is unknown if the infusions were programmed as primary and secondary infusions or if on multiple pumps, and details regarding pump and IV setup are unknown: however, improper setup can impact flow accuracy. Proper secondary infusion setup instruction may be found in the spectrum operator¿s manual on pages 42 to 65. An IV set setup for secondary infusion enters the primary line via y-site prior to entry into the pumping channel. Concurrent flow may have several potential causes related to infusion setup an improperly primed set, including back check valve, or improper/incomplete clamping of the primary fluid when running a secondary infusion above 300 ml/hr. Refer to compatible sets list, doc (B)(4), page 7 and the spectrum operators manual, 41018v0800, page 42. These setup factors are not related to spectrum infusion pump function. Additionally, the facility reported that the patient was treated for extravasations. Per the warning listed on page 5 of the spectrum operator's manual: "the pump was not designed nor is it intended to detect infiltrations or extravasations". The device was not returned; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
B3: event date: the event occured in november 2024. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum infusion pump over infused during patient therapy. An infusion of vancomycin (dose, programmed amount and delivery rate unknown) was observed via the pump display to be running at the prescribed rate and had a remaining volume to be infused (vtbi) however only normal saline was being infused. The vancomycin bag was completely empty. The infusion was to run for 90 minutes but completed within 40 minutes. There was no report of patient injury or medical intervention associated with the over infusion event. No additional information is available.